Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Implant date ¿ unknown. 510k number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision may occur. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported the patient underwent hip arthroplasty on an unknown date. Subsequently, a revision has been indicated for an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 12 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2014 due to poly wear causing dislocation. The modular head and liner were removed and replaced.